Event description:
Tech was opening tube and cut self on a broken glass under stopper. Event occurred on 10/08/1999, bd informed 02/15/2000. No medical intervention. Tech had baseline testing as per hosp policy, results were all negative.